Event description:
Clinician reported that the injection port on top of the buretrol set is damaged and leaking. The reported condition was noted during injection of solution through the port. Clinician stated that there was no patient involement. It is unknown what kind solution was being used, but reporter did confirm that chemo was not used.